Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was initially reported by a consumer via a company product specialist and forwarded by our local affiliate (B)(4). Initial, and f/u info reported by a physician, received on (B)(6) 2009, respectively were processed together. This case involves a (B)(6) female pt who received poly-l-lactic acid therapy on (B)(6) 2009. It was injected into the temples, cheekbones, cheeks, jaws, and on both sides of her chin. Relevant medical history and concomitant medication info were not mentioned. The pt reported that in (B)(6) 2009 she developed eczema that was itchy but not infected. She saw her physician who told her to massage the nodules, which were located at the right nasolabial fold. She was seen again by the physician who reported that the eczema she described was acne (some up to 7 mm). Tetracycline was prescribed as corrective treatment, and the pt took an antihistamine (nos) due to the itching, with good effect. At the time of this report, the event remains ongoing.

Manufacturer narrative:
A ptc (pharmaceutical technical complaint) was initiated: (B)(4); batch ia7023. It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. The review of the DHR (device history records) and of the analytical results of the involved batch didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Addendum for f/u info received on (B)(6) 2009: per our affiliate no additional info is available, as the pt does not want to give any further info and does not want her physician contact for info either.